Manufacturer narrative:
There are no allegations of system or component failure, as evidenced by the ongoing use of the original equipment. Migration of implanted components is a known inherent risk of implantable neuromodulation devices, however in this case the migration appears to be directly related to the patient's changing physique. Patient's increased mobility and subsequent weight loss reflect the positive impact of the nalu system.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. After being implanted the patient lost a significant amount of weight, causing the tissue around the implanted device to change and allow the device to migrate away from the pocket and patient to lose connectivity and pain relief. A surgical revision was performed on (B)(6) 2023 to move the implantable pulse generator (ipg) from the mid back to a new pocket on the left side. No components were removed and no new components were introduced during the procedure.